Event description:
An (B) (6) male patient underwent endovascular repair. The patient's anatomical form was not suitable for endovascular repair due to below reasons. Also the diameter of the aorta bifurcation was approximately 13mm. The angle for suprarenal neck relative to the immediate infrarenal neck was approximately 60 degrees. The length of the proximal neck was less than 15mm. The diameter of the access vessel was less than 7mm. Confirmatory angiography revealed a proximal type I endoleak and contralateral type iii endoleak (1820334-2009-00720). In order to treat the proximal type I endoleak, the physician re-ballooned the proximal site with another MFR's balloon catheter. Then, in order to treat the contralateral type iii endoleak, the physician performed kissing balloon technique to strengthen the sealing. Final angiography revealed that the type I and type iii endoleaks were not resolved completely, but reduced. So the physician decided to take a wait-and-see approach. There was no adverse effect with the patient.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates the patient's anatomy was not suitable for evar due to several anatomical requirements not being met. The angle of the suprarenal neck related to the immediate infrarenal neck was approximately 60 degrees and the length of the proximal neck was less than 15mm. The IFU indicates that this angle should be less than 45 degrees and that there should be at least 15mm of nonaneurysmal infrarenal neck. Anatomy that does not meet these requirements may be more conductive to endoleaks. This endoleak was most likely due to poor sealing and stability at the infrarenal neck because of the patient's anatomy. With the information provided there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.